Event description:
It was reported that there was an infection in the pocket site, and the device was removed. Symptoms included swelling and drainage. Patient outcome among other details were unknown. Follow-up is being conducted to determine patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jh4l, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).